Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. However, the customer showed a physio service representative a video of the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed the ¿service needed¿ across the display during a patient event. This is indicative of a potential device lock-up. The customer advised that during a transport of a patient, after hitting a bump in the road, their device display went blank and then ¿service needed¿ appeared on the screen. When this occurred all leds became illuminated and remained lit. After approximately 5 minutes they powered the device off and then back on again, thereafter no further issues were observed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.